Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that she received a tablet from a physician that wasn't working properly. It is suspected that the tablet had been dropped and the serial cable usb connector was extremely loose and not able to establish a connection to interrogate a generator. Troubleshooting was attempted by switching the wand, generator, and serial cable but the tablet was still unable to interrogate successfully. The programming system has been received by the manufacturer, where analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Manufacturer narrative:
Received date was inadvertently provided as blank in follow-up report #01. The received date for follow-up report #01 was 06/02/2016.

Event description:
Analysis was completed on the returned tablet 06/02/2016. The tablet was received without a usb connector. During the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.